Event description:
It was reported that the lead integrity alert (lia) triggered for oversensing and high impedance due to an apparent fracture of the right ventricular (rv) lead. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.